Manufacturer narrative:
The dcb was not returned. The coil was returned unsheathed and entangled around the dpu. No damage was found to the coil. The detachment fiber did not received heat. The resheathing tool was found advanced over the proximal end of the green introducer. Using the returned cable (f66472) with the returned deltapaq (g11150), the coil was detached on the first detachment cycle. Resistance was checked after the detachment and was found to have remained in the specification range (54.7 ohms) and did not vary more than 1 ohm of the receipt reading. The detachment fiber received heat and melted. The device positioning unit (dpu) passed electrical testing. The enpower¿s system go light remained illuminated before; during; and after coil detachment. The coil detached on the first detachment cycle using the returned connecting cable (f66472). Therefore; the root cause of the enpower¿s system go light not illuminating and the nondetachment of the coil during the procedure cannot be determined. In addition; without the return of the detachment control box (dcb) used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltapaq coil could not detach in the aneurysm after four coils were detached successfully. Before inserting the coil; electrical check was conducted. However; the system ready lamp did not illuminate when detachment was attempted in the aneurysm. The enpower cable (lot f66472) was replaced; but the coil did not detach again. So the coil was removed safely. After this; same size coil was used and it had no problem. About four other codman coils were used after the defective coil.